Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were corrected: b2 d1 h3 h6 .the revision reported may be due to laxity, instability, pain, and synovitis but cannot be confirmed since the devices were not available for evaluation, and no patient information, images, or radiographs were provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that a male patient, who had an initial left knee implanted in (B)(6) 2015, and was revised in (B)(6) 2018, underwent a second revision in (B)(6) 2024, approximately 6 years 6 months post the 2018 revision. The patient was suffering from laxity, instability, pain, synovitis with effusion. The pe was changed. The implant was non evoh, implanted after 5 years. The explanted devices are not returning. No further information.